Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-03619. It was reported that the patient presented for a follow up in clinic. It was observed that loss of capture was observed on the atrial lead and sub-optimal capture thresholds were present on the left ventricular lead due to it's position just inside the coronary sinus ostium. A procedure to re-position or replace the leads was attempted. During the procedure, the left ventricular lead was could not removed and a stylet would not go through the atrial lead. Since the patient was young a decision was made to leave the system alone and consider lead extraction with laser at some undetermined time in the future. The system was satisfactory but it was hoped that marginal improvement and better thresholds would be obtained from the leads. The patient was stable before, during and after the procedure.